Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture broke and it kept breaking when tying the knot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.